Event description:
It was reported the programmer/screen will not power up. The programmer was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported event. As a result of system errors found in the logs, the link electronic module (lem) circuit board was calibrated. It was also noted that both keyboard hinges were broken. (B)(4).